Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was not successfully implanted due to a product performance anomaly. This brady lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant procedure due to a product performance anomaly. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. This report is being filed to correct the adverse event/product problem and describe event or problem.